Event description:
It was reported that a spectrum pump had automatic output of the #8 key. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation, but physical inspection found damaged traces at the #8 position on the keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.